Event description:
It was reported that the patient had scar tissue formation at the pump pocket site.

Event description:
It was initially reported, since march, the patient was getting intermittent therapy relief. The symptoms started after a fall which occurred sometime in march. A catheter dye study was being considered as well as a workup for possible inflammatory mass. The drug used in the pump was dilaudid 400 mg/ml at a dose of 7 mg/day. Additional information received indicated the workup was completed in august. The dye studies showed good flow and patency of the system and no evidence of a granuloma . There was no pump alarms or volume discrepancies. There was no bruising at or near the pump site at that time. No interventions were done and the patient was "doing fine". The pump was replaced. The reporter was questioning the necessity of the replacement.

Manufacturer narrative:
(B)(4).